Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03017. It was reported that diagnostics revealed high impedance on multiple contacts of the lead on the right-side and potential fracture of the lead. As a result, surgery occurred during which the lead was explanted and replaced to address the issue. It is unknown which lead is the lead on the right-side so both leads are being reported.